Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. Customer experienced symptoms such as nausea, vomiting and other inability to urinate. The customer current blood glucose level was 576 mg/dl. The customer was treated but was taken to the hospital at providence. The customer stated that her husband's insulin pump was going off and he was in the hospital and she has the insulin pump at home. The insulin pump was saying auto suspend. We were able to clear that alarm and turn off the auto suspend which was set for 14 hours. Customer was not with the pump a pump expert was going to put him back on the pump. We took the battery out of the insulin pump and held down the button to turn everything off. The insulin pump will not be returned for analysis.